Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. As the failure could not be confirmed, a root cause could not be identified. In addition, image loss occurred when shaking the camera head which was caused by corroded pins in the receptacle unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center was not switching on. There were no reports of patient harm.